Manufacturer narrative:
(B)(4). Device portion remaining in pt. Device separation. Event eval: still under investigation. No product was returned to assist in this investigation. Current controls: this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Without an examination of the complaint device no definite conclusions can be made. We have seen this type of wire separation when the wire guide is damaged by the needle or other instrument. To minimize this type of device failure each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." We will continue to monitor for similar complaints.

Event description:
Intended procedure: left leg endovascular arterial procedures, including percutaneous laser atherectomy and angioplasty of superficial femoral artery, angiography, translateral infusion of tissue plasminogen activator in left lower extremity. Numerous attempts were made with micropuncture wire to puncture femoral circulation, which were unsuccessful. On trying to pass the micropuncture wire and retrieving the wire, the distal portion of the wire and retrieving the wire, the distal portion of the wire broke off leading to a retained foreign object in pt's second order profunda branch. Vessel then accessed via standard seldinger needle over the femoral head and placed a wire, a 7 french sheath with numerous views taken to assess location of the fragment. Health professional's impression: wire from micropuncture introducer set broke off inside vessel of pt. X-ray confirmed wire fragment retained and remains in pt at present.